Event description:
Patient was revised to address fluid in joint. Update rec'd 2-12-2015 clinical der received. Patient experienced pain and adverse tissue reaction. There is no new additional information that would affect the investigation. This complaint was updated on 2/17/2015. Update rec¿d 02/23/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. According to the records upon revision a pesudocapsule with red brown fluid was encountered along with corrosion at the junction between the head and trunnion and on the rim of the liner and shell. At this time, the stem and cup are being reported. The complaint was updated on: 03/17/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).